Event description:
It was reported that difficulty removal occurred. A 3.50 x 20 mm synergy megatron drug-eluting stent (des) was advanced for treatment. After deployment of the stent, the delivery system ballon was stuck inside the stent and difficult to remove. Difficulty was also experienced when attempting to rewire through the struts of the stent after jailing a side branch. The procedure was completed with the original device with no patient complications. The patient fully recovered.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. D6a: implant date- used the first date of the month of the aware date as no implant date was provided. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.